Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was experiencing falls. It was suspected that the patient was passing out. A device interrogation was performed and reviewed. A low intrinsic atrial amplitude was noted as well as pacing at the maximum tracking rate due to potential oversensing. The patient was to see their cardiologist for consultation. There were no additional adverse patient effects. The system remains in service.